Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient had surgical intervention wherein the system was explanted.

Event description:
Related manufacturer reference number: 1627487-2021-17551. It was reported patient has not been receiving effective therapy since the time of implant. Several attempts of troubleshooting have not been able to resolve the issue. As a result, surgical intervention is expected to address the issue.